Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during the priming process. The caller stated that insulin was squirting out during the manual prime process. The customer's blood glucose was 187 mg/dl. The caller stated that the rewind message occurred after an alarm. No damage to the drive support cap was observed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.